Event description:
Same case as MDR ID# 2134265-2012-07120. It was reported that during a hypogastric treatment procedure, a catheter occlusion occurred. The target lesion was located in a moderately tortuous hypogastric artery. Flushing was not maintained through the renegade stc 18 microcatheter and resistance was encountered as a f-idc 2d interlock 10 mm x30 cm coil advanced through the renegade microcatheter. The interlock coil became stuck inside the renegade microcatheter. The interlock coil was withdrawn and blood was noted in the renegade microcatheter. The interlock coil was attempted to be advanced again through the renegade microcatheter and it would not advance forward as it clotted in the catheter. The procedure was completed with a different device. No further patient compilations were reported.

Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).